Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during a bolus delivery. Customer cleared the alarm with an infusion set change, customer ended up delivering too much bolus. Customer's blood glucose was 45 mg/dl. Customer's blood glucose at time of call was 57 mg/dl. Customer treated her low blood glucose with crackers, juice, and milk. Customer's blood glucose was 77 mg/dl. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.